Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer reported a blood glucose meter read "high". Customer administered a manual injection of insulin to address elevated bg. The customer reverted to an alternate method of insulin therapy.